Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # k90z92.

Event description:
It was reported that at an unknown time for a gastric bypass procedure, the torque wrench could just be turned once, and then it stopped. It cannot be removed from the hand piece. They had to use another handpiece and open up and use another instrument. Another like device and hand piece was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2016. Batch # k90z92.

Manufacturer narrative:
(B)(4). Date sent: 5/23/2016.